Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge training rep that during routine check cs300 intra-aortic balloon pump (iabp) auto fill failure. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) observed and found same. Fse stated prior auto fill error, unit was in storage and not used or ran for several months which may have contributed to the error. No errors logs or faults logs found. Performed auto fill test 5x's, all tests pass. Product passed all functional and safety tests per factory specifications 2x's.

Event description:
N/a